Event description:
Device malfunction: none. Symptoms/ae: visual deficit, stroke. Time of ae: after the procedure. It was reported that approximately 30 days post an uneventful left internal carotid artery stenting procedure, the patient reported worsening of vision, diagnosed as a stroke. The visual deficit is thought to be a posterior circulation event and not in the distribution of the carotid stenting circulation. At a follow-up visit in 2009, the visual deficit was resolved. Although requested, there was no additional information provided.

Manufacturer narrative:
Study event. There was no rx acculink malfunction reported. Visual deficits/strokes are known potential adverse events associated with the use of the device as listed in the rx acculink instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.